Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that the patient woke up easter sunday with the whole left side of their body numb and tingling, and their whole left side of the body was still numb at the time of the call. The patient's healthcare provider (hcp) thought the patient might have had some kind of stroke, so they wanted to do an MRI. However, the MRI technician was unable to communicate with the ins to activate MRI mode. The agent had the patient connect to the ins during the call. The patient connected to the ins on the first attempt and the therapy was turned on. Agent reviewed how to activate MRI mode. The patient successfully activated MRI mode, which revealed they were full body scan eligible. The patient deactivated MRI mode and turned therapy back on. The patient did not require further assistance.